Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2021. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced pelvic pain, vaginal bleeding, cramping, infections, dyspareunia, stress and urinary urge incontinence and mesh erosion. It was reported that the patient underwent diagnostic laparoscopy on (B)(6) 2012, which revealed protrusion of the mesh. It was reported that the patients doctor cauterized the protruded mesh. It was reported that the patient underwent removal surgery on (B)(6) 2021. No additional information was provided.